Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead when testing the lead with a competitor pacing system analyzer (psa) noise was noted. It was noted that the helix of this lead was tested on the table first and had shot back inside the lead by itself. A possible fault or improper connection of the ez connector tool was suspected by a boston scientific representative, although the nurse thought it was odd that after extending the helix on the table with the tool it had sprung back inside the lead when the lead was picked up. After this the helix could no longer be extended once inside the patient. The lead will be returned. A new lead was used. No adverse patient effects were reported.